Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead noted appropriate measurements through the pacing system analyzer (psa). When the ra lead was connected to the implanted device, the ra lead amplitude decreased, high out of range impedance measurements and high threshold measurements were noted. Attempts to reposition the ra lead were unsuccessful as the helix could not be retracted. As a result, the ra lead was explanted and replaced. No adverse patient effects were reported.